Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the "left radial arterial line sutures were removed without difficulty. Upon removal of the arterial line, the catheter was absent at the insertion hub location. The arterial catheter was retained in the patient radial artery". The device was surgically removed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the "left radial arterial line sutures were removed without difficulty. Upon removal of the arterial line, the catheter was absent at the insertion hub location. The arterial catheter was retained in the patient radial artery". The device was surgically removed.

Manufacturer narrative:
(B)(4). Conversation with (B)(6) (patient safety manager) conducted on (B)(6) 2017. (B)(6) reported the following patient information: the patient had a long history of chronic health issues including cancer (at a younger age), chronic cardiac issues leading to heart failure, pregnancy which accelerated heart issue. Patient death occurred approx. 2 weeks to a month after the reported incident with arterial line. No statement would be provided by a doctor. The customer also indicated , via phone conversation on ((B)(6) 2017) , that there was no harm or injury to the patient as a result of the alleged defect. The patient died at a later date and the death had nothing to do with the reported issue per complaint reporter.

Event description:
The customer reports that the "left radial arterial line sutures were removed without difficulty. Upon removal of the arterial line, the catheter was absent at the insertion hub location. The arterial catheter was retained in the patient radial artery".the device was surgically removed.